Event description:
It was reported that during a diagnostic procedure, the catheter prolapsed and the physician used two wires to assist with straightening for removal. Upon removal, a dissection of the right subclavian was noted. It is not known how the dissection was repaired; however, the pt status is listed as "okay".